Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem by review of the error logs. The fse identified a sample cup stuck in the incubator rotor, stopping the rotors rotation. The fse dissembled the rotor unit, removed the sample cup and cleaned out remaining foil debris as well as cleaned the rotor, rotor bed, bf well, diluent well, and cup transfer claw. The fse also lubricated all motors and linear guides. The fse validated the analyzer by running a cup transfer test and eight (8) control samples with no errors recurring. The aia-900 analyzer is operating as expected. No further action required by filed service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: [4271] incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to a dust/dirt problem on the incubator table unit, due to maintenance.

Event description:
A customer reported 4271 incubator home detect error on the aia-900 analyzer. The customer rebooted the analyzer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.